Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed that the injury during the rhinoplasty procedure did not come from the external nasal splint; there was no device failure or malfunction. A non medtronic abrasion device was used which caused the injury and no other product information provided. There was no explanation on how the injury was resolved and no additional intervention or actions done to the patient. There was no back up device used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the external nasal splint created an injury post-operatively in the place that it had been used. There was no delay in the surgical procedure.